Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the pt reported that about 10 days ago their ins stimulation turned off. Patient services specialist explained that if ins battery gets too low stimulation will automatically turn off. Pt was unaware of ins battery level when stim turned off. Pt will monitor ins battery percentages. No symptoms reported. Additional information was received from the patient. It was reported that they "did not think their controller was working right." During the call, patient confirmed they do not have adaptive stimulation active on their ins and the patient had programs 1-4 on their controller. The patient also said their therapy was turning off randomly by itself and the battery had been at 60%.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.